Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 5 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. A 0.15mm tear was noted to be located at the maximum diameter of the cuff. During performance testing, the device was noted to leak from the location of the damage. It was noted that the customer indicated that the device had been in situ greater than 5 days before the problem occurred. Based on the results of this evaluation, there is no indication of any intrinsic product defects. The fault found could not be attributed to a manufacturing defect. Our quality personnel determined the damage was caused during customer use.